Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on 18-june-2024. The infusion set was in use for 3 hours. The infusion set was inserted in abdomen. Blood glucose level reported during the event was high and patient address high blood glucose levels by taking multi-daily injections. No further information was available.